Event description:
It was reported that the center extrusion has a crack on the head end. Further he reported, that this crack is bigger and longer than the normal small cosmetic crack seen on the center extrusion. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Center extrusion.